Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. The physician asked for a liberte bare metal stent and the technician pulled a 3.00x16mm taxus liberte stent, which was implanted into the proximal left anterior descending artery. Antiplatelet therapy was prescribed. No patient complications were reported. Patient status reported as "fine".